Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by the paramedics due to hypoglycemia. It was stated that the customer was experiencing extreme high blood glucose levels, and treated several times with the insulin pump. The amounts were 10, 10 and 20 units. It was stated that the customer's sensor began alarming to advise that the sensor glucose was low. It was stated that the customer's wife treated him with chocolate milk, but the customer's blood glucose continued dropping and she called the paramedics. It was also stated that the customer lost consciousness briefly and had a seizure. It was stated that the cannula was kinked when the infusion set was removed. Nothing further was reported.